Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the wicks are not absorbing/allowing purewick to suction even after trying troubleshooting tips. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. Field assurance to send biobox.

Event description:
It was reported that the patient said the wicks are not absorbing/allowing purewick to suction even after trying troubleshooting tips. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event is inconclusive as the original alleged device was not returned. An evaluation of the device returned was completed. A collection canister with lid and pump tubing were returned for evaluation. Visual evaluation of the returned sample noticed the canister rim, body, and bottom were cracked. The returned items were not functional. An additional complaint was opened for the cracked canister. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. The labeling is found to be adequate, as it states: recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Properly placing the purewick female external catheter snugly between the labia and gluteus holds. The purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the wicks are not absorbing/allowing purewick to suction even after trying troubleshooting tips. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.